Manufacturer narrative:
At this time, it is unknown whether this device will be returned for analysis. Should the device be returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri). A replacement procedure was performed. This device was removed and replaced successfully. While implanted, this device and right ventricular lead displayed a high out of range shock impedance measurement. A review of the data revealed variable shock impedance measurements during the past year and only one out of range measurement. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.